Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed an image of the folfusor device and a non-baxter product connected to the folfusor's flow restrictor. No evidence of fluid was observed coming out at the distal end of the non-baxter product. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. This was observed during patient infusion. The device was filled with 2900mg fluorouracil (ebewe) in glucose 5%. There was no patient injury or medical intervention associated with this event. No additional information is available.